Manufacturer narrative:
Conclusion: dissection, perforation, hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3 max reperfusion catheter. Prior to the procedure, 25,200,000 units of intravenous tissue plasminogen (IV t-pa) were injected. During aspiration, manipulation of the 3 max reperfusion catheter caused dissection of the vessel which resulted in a subarachnoid hemorrhage (sah). Subsequently, coil embolization was performed. The patient did not recover. Physician's comment: I knew a risk of perforation or dissection in bifurcation and tortuous areas while inserting a catheter during aspiration. Since sah was caused by perforation with the 3maxc, the event was related to the penumbra system.